Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not connected. Boston scientific technical services (ts) was not sure if the lead was dislodged and suggested having angiogram to evaluate circulation from the other side. No further information was obtained. The rv lead remains in service. No adverse patient effects were reported.